Event description:
Sigmoid colon resection. Ralc45 dlu was used for distal transection and pursestring 65 for proximal transection. Anastomosis was performed with competitive device. The competitive product was fired through the rectal side wall leaving the ralc45 staple line intact on the rectal stump. A leak test was performed to satisfaction of the surgeon. Later that evening, the pt experienced rectal bleeding, with a CT scan revealing additional bleeding into the peritoneal cavity. In 11/04, a re-operation was performed, peritoneal cavity was full of blood with no presence of fecal matter. A protective ileostomy was performed and the ralc staple line was oversewn. The surgeon commented that he visually saw a hole in the middle of the ralc staple line.